Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: during investigation, all keypad buttons were responsive to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. The pump was opened to find no defects. The unresponsive keypad button issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad and down to the seal. The battery cap threads were stripped and the cap was unable to fit to the returned pump or to a test pump. A test cap was used for testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.